Manufacturer narrative:
Investigation in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure the screen to their hexavue ip custom room rack was going into "stand by mode" intermittently. The procedure was completed following a short delay. No report of injury.